Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The cutting wire was torn. The investigation was performed to confirm the condition of the breaking portion. It was scorched and melted. The outer diameter of the cutting wire was measured. The result indicated no abnormalities. The length of the coated portion of the cutting wire, and the cutting wire itself presented no abnormalities. There were no missing parts in the subject device. The manufacturing record was reviewed and found no irregularities. Based on the past similar cases, omsc presumes that the event occurred due to the following occurrence mechanism. ·high frequency current was applied between the cutting wire and the tissue at the point of the contact. As a result, the current density at the contact area increased, and the cutting wire became instantly hot. High frequency current was applied when the cutting wire and the tissue were being close to each other. As a result, an electrical discharge occurred, and the cutting wire became instantly hot. The above device handling has warned in the instruction manual.

Manufacturer narrative:
The subject device was returned to olympus¿s local distributor, but not returned to omsc. The investigation has not begun since the distributor does not have the capability to check the device. Therefore, the exact cause of the reported event could not be conclusively determined. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
Olympus medical systems corp. (Omsc) was informed by the customer that during an endoscopic sphincterotomy (est) using the subject device, the cutting wire was broken off after 2 or 3 times activation. The intended procedure was completed with the same device. There was no patient injury reported. The procedure has not prolonged. According to the customer, there was no change in the procedure. The device was used in combination with another company's electrosurgical unit and an unspecified tjf endoscope.